Manufacturer narrative:
The drive gas check valve was replaced, and the unit was returned to service. No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The gehc service representative reported the unit had an over delivery of sustained pressure. There was no report of patient involvement.